Manufacturer narrative:
H3: product analysis stated that the packaging carton, both inserts, pouch, packaging tray, both electrodes, and the device were returned in a large resealable bag. There was no damage noted to the packaging carton and the pouch was open from 3 of 4 sides when returned. There were traces of clear residue observed on the cuff and the tube. There were also traces of voids observed in all 4 electrode trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 14.4 ohms (blue), 17.8 ohms (blue with white stripe), 20.2 ohms (red), and 17.1 ohm (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution for electrode check and functional test. The device passed the electrode check and there was no excess noise recorded during the functional test. All 4 silver traces were manipulated and bent to the 90° position. There were no issues observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: codes b01 c19 d1102 were updated. The previously updated codes b17 c20 d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra operative the emg tube was no reaction. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.